Manufacturer narrative:
(B)(4): one returned segment was needled at one end and broken at the other with some bunching present at the broken end. The second returned segment was cut at one end and broken at the other with some bunching present at the broken end. The breakage was consistent in appearance with a tensile breakage, but the amount of force required to cause the breakage could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2013 and suture was used. While suturing the subcutaneous tissue, the suture broke. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.